Event description:
During a routine colonoscopy, the hemostasis clip malfunctioned during deployment, exposing a piece of wire at the most proximal end of the deployed clip. The clip would not deploy or close properly and fell off in the gi tract. The clip was retrieved with a net during the procedure. There was no injury to the patient, but the product problem resulted in an exposed wire within the gi tract.